Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with blank display due to cold solder joint on mother board. Insulin pump was unable to verify failed battery alarm due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed failed battery test. Customer's blood glucose was unknown. Battery cap, battery compartment, or springs were not damaged, corroded, nor missing. Customer's father was advised to clean battery compartment. Customer's father inserted a new battery and device alarmed again. Customer's father was advice to revert to back up plan. No further information reported.